Manufacturer narrative:
Initial reporter facility name (cont.): (B)(6). Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device on 11-nov-2021. The device evaluation was completed on 15-dec-2021. Visual analysis of the returned sample revealed the peek housing to be cracked with internal parts exposed. A deflection test was performed on the catheter, and it was found within specifications. No malfunction was observed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The event described could not be confirmed as the device performed without any deflection issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed that the peek housing was cracked with internal parts exposed. Initially, it was reported that during the svt operation, the catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. No adverse patient consequences were reported. The deflection issue was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and a visual analysis of the returned sample revealed the peek housing to be cracked with internal parts exposed. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 12/15/2021.